Event description:
Customer called 3m and stated that during the course of time, they have been questioning whether 3m staplers have been causing an increase in wound infections. They specifically reported an event whereby a pt with a total hip replacement developed surgical infection of the joint, requiring debridement and removal of the hip prosthesis. The pt had a fractured right hip necessitating a right total hip replacement (ball and socket - metal hardware put in) in 1998. 5 days postoperatively, the pt was discharged to a nursing home. One month later the pt was re-admitted with hip dislocation and a 1 inch open wound they were able to probe deeply. They reduced the hip and it dislocated within 8 hrs. In 1999, they debrided and removed the hardware (hip prosthesis) due to a deep joint infection. This is considered a post-operative wound infection and the pt is not ambulatory - without a right hip.